Event description:
It was reported that multiple errors occurred during an intraoperative radiation therapy (iort) treatment using the intrabeam miniature therapeutic x-ray device. After unsuccessful attempts to resolve the errors and 45 minutes of delay, the surgeon made the decision to discontinue the iort treatment. At this point, 0.94 gray (gy) of the prescribed dose of 20.0 gy had been delivered.

Manufacturer narrative:
The intrabeam miniature x-ray radiation source was sent to the manufacturer for investigation. The root cause was found to be due to failure of a printed circuit board. The iort treatment dose is part of a complex radiation therapy plan. Any remaining treatment dose can be delivered with external beam radiation therapy.